Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was transfer to helpline for assistance. The patient stated that she put a brand new battery and the insulin pump started working. The patien us unable to complete troubleshooting because she was running late for work.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.